Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. Some values have triggered alerts as they have been out of range and greater than 125 ohms. At this time, the rv lead and existing cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements were likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in (B)(6) 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual rise in shock impedances. Some values have triggered alerts as they have been out of range and greater than 125 ohms. At this time, the rv lead and existing cardiac resynchronization therapy defibrillator (crt-d) remain in service. No adverse patient effects were reported. It was reported that this system continued to exhibit increased and out of range shocking impedance measurements. Commanded shocks were delivered and a code 1005 was generated indicating an open circuit. Calcification was noted around the lead coils. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported. It was reported that this lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit increased and out of range shocking impedance measurements. Commanded shocks were delivered and a code 1005 was generated indicating an open circuit. Calcification was noted around the lead coils. A boston scientific technical services consultant documented and discussed the reported clinical observations. No additional adverse patient effects were reported.